Event description:
The MFR's rep reported that the pt presented to emergency room with increased spasticity and was admitted to hospital. The pt was due for a refill on friday and is currently on a two step complex continuous at a daily dose of 1346 mcg/ml concentration is unk. It is unk if any troubleshooting was performed. The hcp plans to replace the entire system.